Manufacturer narrative:
(B)(4). The complaint pt101 airvo 2 humidifier is currently en route to fisher & paykel healthcare(f&p) (B)(4) for evaluation. We are in process to determine whether f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audio alarm of a pt101 airvo 2 humidifier was not working. It was further reported that the patient experienced a mucus block. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was received at our fisher & paykel healthcare (fph) service centre in france and was inspected by a trained f&p technician. The device was performance tested and the audible alarm was checked. Results: during testing it was found that the audible alarm did not function. Previous investigations into this type of failure have identified that the problem is caused by a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has more recently been sourced from a different supplier. The airvo 2 humidifier user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in france reported that the audio alarm of a pt101 airvo 2 humidifier was not working. It was further reported that the patient experienced a mucus block. There was no further patient consequence reported.